Manufacturer narrative:
Unit received with reservoir tube lip completely broken off and the reservoir does not stay locked in. Unit received with minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was damaged. A piece fell off the top of the reservoir compartment. The reservoir slipped out and caused high blood glucose levels. The reservoir was no longer staying inside the insulin pump. Customer's blood glucose level was 300 mg/dl. The customer was treating her high blood glucose levels with boluses. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.